Event description:
Info received indicates when the nurse call is activated on bed, a nurse call alarm is not placed.

Manufacturer narrative:
The technician replaced the communications cable to repair the bed.